Event description:
Patient reported that the results appearing on the meter display do not match the values spoken by the voice unit. Patient indicated that the spoken values were 320 mg/dl, 329 mg/dl, and 323 mg/dl. Patient, who is blind, asked sighted relative to check the device display. Relative indicated that the corresponding values on the display were in listed in mmol/l (values not provided). Patient reportedly performed quality control tests on the suspect device; the level 1 test displayed as 3.3 mmol/l and the voice unit stated "59 mg/dl," the level 2 test displayed as 17.6 mmol/l and the voice unit stated "316 mg/ dl." No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.